Event description:
The tibial tray impactor tip broke in half following impaction. The case was completed successfully.

Manufacturer narrative:
The tibial tray impactor tip broke in half following impaction. There was no adverse impact to the pt. The case was completed successfully. Review of the device history record indicates that the device was manufactured to specification.